Event description:
The event was reported by a customer from USA: "2 of the sapphire power cords internal components are exposed. Taken from the outlet with no frayed wiring. Delay in therapy: no. Need for medical intervention: no. Human harm: no."

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.